Manufacturer narrative:
The water softener filter is not a medical device and is not manufactured by steris. The water softener filter was installed at the user facility as the water quality did not meet the installation requirements for the system 1e processor. The system 1 e was not leaking and was operating properly. During the time of the reported, water began to leak from their water softener filter onto the floor. The user facility shut off the equipment's water supply and cleaned up the water found around the unit. A steris service technician arrived onsite to inspect the unit and observed the same water leak that was reported by user facility personnel. The technician replaced the water softener filter, checked the system 1e's water temperature levels, ran a test cycle and found the unit to be operating properly. No additional issues have been reported. The user facility is responsible for maintenance of the water softener. The steris service technician will inform the user facility of required maintenance activities for the water softener.

Event description:
The user facility reported that their water softener filter was leaking water onto the floor. No report of injury, procedure delays or cancellations.

Manufacturer narrative:
On (B)(6) 2017 a steris service technician reinforced the importance of maintenance activities for the water softener with the user facility.